Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error during normal use and customer was unable to clear the alarm. No further information reported.

Manufacturer narrative:
The insulin pump received with no button response due to flattened act button dome switch. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, scratched lcd window and scratched keypad overlay.